Manufacturer narrative:
Event summary: as reported, during a holmium laser lithotripsy procedure, the basket wires of two ncircle tipless stone extractors broke. The first device's basket wire broke after it was retracted five times. After replacement, the second device's basket wire broke after retracting the basket seven times. The average diameter of the stones was approximately 2-3mm. Neither basket was noted to have been caught on anything during retraction. A third device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. Two ncircle tipless stone extractors were returned for investigation with the handles and basket formations in the open position. Examination of the first device showed the male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.7 cm in length. The handle actuated the basket formation. Visual exam noted one of the basket wires was pulled out of the distal cannula. Examination of the second device showed the male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5 cm in length. Visual exam noted the support sheath was bent. The handle actuated the basket formation. One of the basket wires was pulled out of the distal cannula. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the provided information states each device functioned properly multiple times before the issue occurred, indicating that there may have been a procedural related issue that affected both devices. Based on the available information, cook has concluded that no definitive cause could be established for this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a holmium laser lithotripsy procedure, the basket wires of two ncircle tipless stone extractors broke. The first device's basket wire broke after it was retracted five times. After replacement, the second device's basket wire broke after retracting the basket seven times. The average diameter of the stones was approximately 2-3mm. Neither basket was noted to have been caught on anything during retraction. A third device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.